Event description:
Follow up information received reported that the patient experienced no symptoms with the event. It was noted that "days later" an elective replacement indicator (eri) message was seen when interrogated with the programmer. The implantable neurostimulator (ins) was then replaced. If additional information is obtained, a follow up report will be sent.

Event description:
It was reported that the patient had a revision of their lead due to migration. No patient injuries were reported. Note: this event was also reported in manufacturer report # 3007566237-2011-09349.

Manufacturer narrative:
Lead model neu_unknown_lead serial# unk implanted: unk explanted: unk.